Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A stanmore patient specific prescription form was received for the patient's left distal femur with the following noted: "infection, limb length inequality. New all poly tibia. Proximal femur resection 178 mm. Distal resection 270 mm." Proposed date of surgery is (B)(6) 2020.